Manufacturer narrative:
(B)(6). The unit was received at the international service center. The technician was unable to duplicate the reported issue. Review of the device diagnostic history log confirmed the occurrence of the reported blower stalled event. Blower assembly was replaced and the issue did not recur.

Event description:
The international customer reported that error code 100e (blower stalled) occurred and the ventilator became inoperative. The unit was rebooted and became operative. There was no patient involvement.